Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin rejected battery (multiple times) and buttons were harder to press and have to press multiple times for pump response. It was reported that the screen cracks made it harder to read pump and slower to rewind the pump when priming. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify no delivery alarm, failed battery test, rewind anomaly and missing segments or partial display anomaly due to buttons not responding. Device received with cracked lcd window. (B)(4).